Manufacturer narrative:
The investigation of introducer damage - mechanical and access site bleeding has been completed. The impella device was not returned for evaluation. As the pump was pushed through peel-away there was kinking of the introducer sheath noted at arteriotomy. Bleeding began at site requiring manual compression and subsequent removal of peel-away sheath to control bleeding. The cause of the difficulty inserting pump through introducer was most likely an introducer sheath kink related to patient's calcified anatomy. The cause of the vascular damage peripheral vessel issue was not determined since product was not returned and lack of clinical details. Failure mode (fm) was changed from access site bleeding to vascular damage as a vessel dissection was specifically stated. Fm was changed from introducer damage mechanical to difficulty inserting/removing pump through introducer as there was difficulty moving pump through the introducer. G1 reporting contact email revised on manufacturer device report 1220648-2024-17425 in accordance with updated procedures.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured cardiogenic shock with a "possible" relationship to the impella device used: ¿underwent coronary intervention on 6/18/24. Right axillary impella cp placed to start the case. Following placement of impella, noted to have hypotension. Lvedp was 1 mmhg at this time. Noted to have kinking of impella sheath. Dobutamine and levophed were initiated with improved bp. Once stabilized, coronary intervention on lm, lad and lcx were performed. Following pci, he still had periods of hypotension, prompting decision to call CT surgery for upgrade to impella 5.5. Drs. Ott and kirker performed left axillary cutdown and placement of impella 5.5.¿. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation has been completed. The cause of the cardiogenic shock was unable to be determined due to insufficient clinical details. B.5 additional information was received from the clinical site. G.2 additional report source was added due to new information received. E.1 added fax number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17425.

Event description:
The complainant reported that during the impella cp placement, after the insertion of peel away sheath and wire placement, the impella pushed through the peel away introducer. Kinking of the introducer sheath at arteriotomy was noted. Bleeding began at site which required manual compression and subsequent removal of peel away sheath to the control the bleeding. The pump was removed, wired out sheath, and was switched to a 18 french dry seal. The pump was placed back through the dry seal. Bleeding was controlled with a larger sheath and the pump was inserted and running well. The plan to explant the impella cp at the end of the case and impella 5.5 escalation is needed for support. After the impella 5.5 was inserted, impella cp was explanted and arteriotomy site was then surgically closed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿